Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during surgery, the left intertan nail and the single sliding screw were placed. The screw of the subtroc lag screw driver broke during compression and the broken fragment was recovered without problem. The procedure was completed with the same device without significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during surgery, the left intertan nail and the single sliding trigen low profile screw were placed. The screw of the subtroc lag screw driver broke during compression and the broken fragment was recovered without problem. The distal locking was performed in the hole and the screw stopped advancing approximately 7mm to reach the second cortex. The trigen low profile screw head separated and did not allow advancement. The physician decided to retrieve the fragment with an adjustable pressure forceps but screw head broke. The shaft of the screw was left inside the cortex of the left proximal femur passing through the nail locking hole. The procedure was completed with the same device without significant surgical delay. No further complications were reported.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed the rod is broken. The clinical/medical investigation concluded that, the fluoroscopic images provided support to the initial breakage of the part the subtroc lag screwdriver that was removed. However, the distal screw breakage which was reported as retained is not visible in any of the provided images as the distal locking area of the nail is not within the image. Based on the limited information provided, the definitive clinical root cause of the reported breakage could not be determined. However, we cannot rule out a procedural variance as a likely contributory factor. The retained shaft of the trigen low profile screw is implantable, so biocompatibility is not an issue. Since the shaft of the screw was reported as retained inside of the patient¿s bone, micro-motion/migration is unlikely. According to the report, the procedure was completed with the same device without significant surgical delay and no other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device broke and can no longer fit it's purpose, the contribution of the device could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem, h6: health effect - clinical code.